Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one week post implant the right ventricular (rv) lead had dislodged. It was further reported that the rv lead exhibited high thresholds and low sensing. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.